Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected by the physician. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead model #: sc-4318 lot #: 18892058 description: clik x anchor.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo an explant procedure.